Manufacturer narrative:
The test strips were requested for investigation. The customer has not returned the product for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is lay user/patient this investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable inr result with coaguchek inrange meter serial number (B)(4) compared to a laboratory using a stago method. The result from the meter was 4.60 inr. The result from the laboratory was 2.95 inr. The results were within less than 3 hours of each other. The patient¿s therapeutic range is 2.0-3.0 inr.